Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of pinhole in tubing could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following: it was reported by the customer that they noted medication leaking from the tubing within the door. A pinpoint-sized hole was noted.